Manufacturer narrative:
This report is submitted on september 17, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the audiologist, it was reported that the patient experienced pain, infection and drainage at the incision site. Subsequently the site was reopened, wound was drained and the patient was administered a 6 week course of IV antibiotics.